Event description:
It was reported that the patient underwent an initial surgery approximately two (2) years and four (4) months ago. Subsequently, the patient reports pain and stiffness that has not resolved. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). G2: united kingdom. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Distal lateral fibular plate right 6 holes 106 mm length cat: 47235701706 lot: 64379049. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.